Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that the stimulation continued to turn off on its own even when the ins was charged. They noted that they were experiencing a severe back pain. Pt confirmed that the issue started probably 3 weeks ago. Pt mentioned that they already called the doctor's office. Agent reviewed pt services and rep's role. The pt was redirected back to their hcp to further address the issue.